Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation but did not either confirm or deny the issue had occurred on the device. The system error log was evaluated but it did not confirm the reported issue on the device. Additional findings not related to the malfunction/issue was contamination in the blower, muffler, machine flow sensor, and one of the in-line filters. The third-party service center found a ventilation service required error in the system error log. The device's system printed circuit assembly board would need to be replaced to address the issue. In addition, the following part was proactively replaced on the device: air foam inlet filter.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.